Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to device migration. It was reported that the generator had migrated down to the side and that, due to the length of time that the device had been implanted, treating physicians decided to replace the generator instead of simply repositioning it. Investigation to date has been unable to determine the cause of the device migration.